Manufacturer narrative:
The customer reports that a patient tile ECG waveform goes away and then comes back often on the cns (central monitoring system). All waveforms at the bedside worked properly. All other waves are present and working properly at the cns. Patient was removed off the bedside monitor and switched to a tele. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that a patient tile ECG waveform goes away and then comes back often on the cns (central monitoring system). All waveforms at the bedside worked properly. All other waves are present and working properly at the cns. Patient was removed off the bedside monitor and switched to a tele.

Manufacturer narrative:
Manufacturer narrative: the customer reports that a patient tile ECG waveform goes away and then comes back often on the cns (central monitoring system). All waveforms at the bedside worked properly. All other waves are present and working properly at the cns. Patient was removed off the bedside monitor and switched to a tele. The device was never sent in for evaluation as the customer later stated that the device was rebooted and works fine now. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.